Event description:
It was reported that during a procedure to treat the mildly calcified and mildly tortuous distal right coronary artery with a non-abbott stent, difficulty was encountered crossing due to an 85% in-stent restenosis in a promus stent previously placed in (B)(6) of 2011 in the proximal right coronary artery. A balloon catheter was advanced and inflated at the area of the restenosis for treatment in order to allow passage of the non-abbott stent to the distal lesion. The procedure was completed successfully and the patient is reported to be well post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Implant date estimated. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.